Event description:
Related manufacturer reference number: 2017865-2022-45220. It was reported that the patient presented for a pacemaker change procedure. During the procedure, it was noted that the right ventricular (rv) lead was difficult to be removed from the pacemaker header, and subsequently a fluid contamination was seen between rv lead tip and pacemaker connector port. The header was cut, and the pacemaker was successfully explanted and replaced. The rv lead was reconnected to the new pacemaker. The patient was stable in condition.